Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure cutters of an ophthalmic console were weak and stopped working along with laser footswitch. The cutter sputtered out little vacuum and did not cut. The procedure was completed. Patient harm was not reported.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event of footswitch issue. To resolve the issue, the nonconforming laser footswitch was replaced. The company service representative replicated the reported event of the cutter issue. The l5 valve in the pneumatics module was found to have a red x in service mode. That prevented the vit cutter from reaching a speed of 10k cuts. The company service representative reset the counter for the l5 valve to resolve the issue. The company service representative did not find any issues with the vacuum. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming laser footswitch. The root cause of the reported event is attributed to the counter of the l5 valve in the pneumatics module not being reset. The system was found to have no problem with vacuum; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).